Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level because the level did not exceed 500 mg/dl. The customer did not have any backup therapy available and planned to consult a healthcare provider. Customer technical support (cts) arranged for a replacement pump to be sent, confirmed the shipping address, and instructed the customer to put the pump in storage mode and return it using a pre-paid label within 10 days. The caller understood and acknowledged these instructions.